Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon claims instrument fired fine for the 1st, second and third clips then jammed. Another er320 was pulled and the case was finished without incident. There was no consequence to the pt.